Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the implantable neurostimulator (ins) failed. The patient experienced no stimulation. A lead revision was to take place due to high impedances. Once in the procedure, the leads and extension were tested separately, but both came back within normal range. Then the hcp could not find the battery through the skin. When the battery was taken out of the skin and connected to the leads and extension, the impedances were all out of range. Both ports of the battery were used separately and a new multi lead trialing cable (mltc) was used. A new battery was implanted. The issue was resolved at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Device analysis for (B)(4) revealed no anomaly.